Event description:
It was reported that the ventilator failed pre-use check test. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The ventilator failed pre-use check. The conclusion is that a expiratory cassette was replaced and a preventive maintenance was performed. The ventilator passed all functional and safety tests and was returned to customer for clinical use. No parts were returned for investigation. No ventilator logs have been provided and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref:(B)(4).